Event description:
Information received indicates, the head section will get stuck in the elevated position periodically.

Manufacturer narrative:
The technician found the head extender mounting bracket was loose, causing the head adjusting lever plunger to not activate the gas shock pin. The technician adjusted and tightened the head extender bracket to repair the stretcher.